Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Prolonged hypoglycaemia [hypoglycaemia]. Multiple doses given at the same time [device delivery system issue]. Error in the data uploaded from novopen echo plus, both pens (for tresiba and novorapid) uploaded to the same channel. There is no means of telling which doses were delivered by which pen [device data issue]. Leakage with a new novorapid cartridge [product leakage]. Case description: this serious spontaneous case from the united kingdom was reported by a pharmacist as "prolonged hypoglycaemia(hypoglycaemia)" beginning on (B)(6) 2023, "multiple doses given at the same time(inaccurate delivery by device)" beginning on (B)(6) 2023, "error in the data uploaded from novopen echo plus, both pens (for tresiba and novorapid) uploaded to the same channel. There is no means of telling which doses were delivered by which pen(device data issue)" beginning on (B)(6) 2023, "leakage with a new novorapid cartridge (product leakage)" beginning on (B)(6) 2023, and concerned a 11 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", novopen echo plus (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart) (dose, frequency & route used-unk and regimen #2 unk(dose decreased)) from unknown start date for "type 1 diabetes mellitus", tresiba (insulin degludec) (dose, frequency & route used-unk and regimen #2 unk(dose decreased)) from unknown start date for "type 1 diabetes mellitus". Patient's height: 152.9 cm. Patient's weight: 43.6 kg . Patient's bmi: 18.64968580. Dosage regimens: novopen echo plus: novopen echo plus: novorapid: tresiba: current condition: type 1 diabetes mellitus(since (B)(6) 2022). It was reported that on (B)(6) 2023, the data from two smartpens were recently uploaded and the numbers were a bit unexpected. On (B)(6) 2023, a leakage with a new novorapid cartridge was noted. On (B)(6) 2023, the patient was hospitalized with prolonged hypoglycemia. It was reported that a similar pattern of data was observed on three occasions when the novo pen echo plus pens were uploaded whilst in hospital. On (B)(6) 2023 the patient was discharged from the hospital. It was reported that when uploading novopen echos to glooko platform, both pens (for tresiba and novorapid) uploaded to the same channel. There is no means of telling which doses were delivered by which pen. This was uploaded using hospital platform (not using patient's own phone). On (B)(6) 2023 the patient was injected with multiple doses at the same time that is 2.5 + 8 + 11 units all delivered at 17:38 and on (B)(6) 2023 doses of 11.5 + 12.5 + 11 + 14.5 + 15 + 8 + 7.5 + 7.5 + 7 + 7 + 7 + 6.5 (total 115 units) all delivered at 16:55. The patient and parent deny delivering these doses, and have only delivered the last dose shown on the data. The reporter reported that the word "null " was shown as the patient had not indicated which insulin was being injected. The reporter also thought that some of the data could be related to large air shots. It was reported that the patient and parent's technique with using the pen was assessed and found to be appropriate. On days when there are two doses delivered at the same time', the first dose can be explained by priming (airshot). However, the above two events show more than two doses at the same time, which are not explainable by priming. Batch numbers: novopen echo plus: lvg4d39, novopen echo plus: lvg4m42. Novorapid: requested. Tresiba: requested. Action taken to novopen echo plus#1 was not reported. Action taken to novopen echo plus#2 was not reported. Action taken to novorapid was reported as dose decreased. Action taken to tresiba was reported as dose decreased. On (B)(6) 2023 the outcome for the event "prolonged hypoglycaemia(hypoglycaemia)" was recovered. On (B)(6) 2023 the outcome for the event "multiple doses given at the same time(inaccurate delivery by device)" was recovered. On (B)(6) 2023 the outcome for the event "error in the data uploaded from novopen echo plus, both pens (for tresiba and novorapid) uploaded to the same channel. There is no means of telling which doses were delivered by which pen(device data issue)" was recovered. On (B)(6) 2023 the outcome for the event "leakage with a new novorapid cartridge(product leakage)" was recovered. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: preliminary manufacturer's comment (B)(6) 2023: the suspected device novopen echo plus#1 and novopen echo plus#2 have not been returned to novo nordisk for evaluation. No conclusion is reached. Reporter comment: patient did not use the dialling clicks to estimate the dose of the product.

Event description:
Case description: investigation result: name: novopen echo plus red, batch number: lvg4d39. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several mitigations codes were present this indicates use of a broken or blocked needle. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The mechnaicel pen parts was found to be function normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) or "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Statistic log analyzed from d station. General : fw: 01.08.00. Pen logs read after 267 day(s) after user activation. 515 injections. Error(s)!: it explains error in the display marked as error in the dose log: the logs show 2 negative doses. It indicates a blocked needle scenario. The logs show 8 timeout doses. It can be due to handling, a fw bug or eod switch instability (14 eodmismatches). Most likely the fw bug. This is not related to the adverse event and the customer complaint. Nfc statistic log analyzed from d station. Num of upload start 1 num of upload complete 1 num of upload failures -interrupted transfer 0 num of upload failures - no app (#) 0 the nfc logst and test show no issue. The dose logs does not show any unusual pattern related to the case. This pen was not related to the customer complaint. The investigation of the customer complaint continues on the other pen. (B)(4) 2023-07-03 21:53:40 4 (B)(4) 2023-07-03 21:53:53 19 (B)(4) 2023-07-04 21:21:00 2,5 (B)(4) 2023-07-04 21:21:35 17 (B)(4) 2023-07-05 20:58:42 4 (B)(4) 2023-07-05 20:58:44 3,5 (B)(4) 2023-07-05 20:59:09 15 (B)(4) 2023-07-06 20:18:36 2 (B)(4) 2023-07-06 20:18:54 15 (B)(4) 2023-07-07 19:37:21 2 (B)(4) 2023-07-07 19:37:41 14 (B)(4) 2023-07-08 18:41:09 4,5 (B)(4) 2023-07-08 18:41:22 14 (B)(4) 2023-07-10 19:31:37 2 (B)(4) 2023-07-10 19:32:31 14 (B)(4) 2023-07-11 19:27:04 2 (B)(4) 2023-07-11 19:27:55 14 (B)(4) 2023-07-12 19:22:29 2 (B)(4) 2023-07-12 19:23:10 13 (B)(4) 2023-09-08 09:53:11 2. The memory display shows "error" instead of showing the last injected dose size. The fault has no impact on the mechanical functions of the pen and is caused by an error in novo nordisk a/s. Name: novopen echo plus blue, batch number: lvg4m42. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several mitigations codes were present this indicates use of a broken or blocked needle. Visual examination and functional testing were performed. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The function of the mechanical pen part was found to be normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) or "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. Statistic log analyzed from d station. General : fw: 01.08.00. Pen logs read after 93 day(s) after user activation. 337 injections. Error(s)!: it explains error in the display marked as error in the dose log: the logs show 2 negative doses. It indicates a blocked needle scenario. The logs show 4 timeout doses. It can be due to handling, a fw bug or eod switch instability (18 eodmismatches). Most likely the fw bug. It is not related to the customer complaint and adverse event. Nfc statistic log analyzed from d station. Num of upload start 1 num of upload complete 1 num of upload failures -interrupted transfer 0 num of upload failures - no app (#) 0 the nfc logs and tests do not show any issue. The dose log was analyzed. We can confirm the reported dose log pattern the 3rd and 4th of july. (Not the 13/14th of july as in the complaint text. It is a typo in the complaint text). 217 (B)(4) 2023-07-02 16:29:03 5 218 (B)(4) 2023-07-03 09:38:45 2,5 219 (B)(4) 2023-07-03 09:39:13 1 220 (B)(4) 2023-07-03 11:20:29 3 221 (B)(4) 2023-07-03 11:20:54 6 222 (B)(4) 2023-07-03 15:03:27 2,5 223 (B)(4) 2023-07-03 15:03:36 1 224 (B)(4) 2023-07-03 16:39:44 2,5 225 (B)(4) 2023-07-03 16:39:52 8 226 (B)(4) 2023-07-03 16:40:03 11 227 (B)(4) 2023-07-04 06:45:42 2,5 228 (B)(4) 2023-07-04 06:46:02 3,5 229 (B)(4) 2023-07-04 11:01:29 2,5 230 (B)(4) 2023-07-04 11:01:41 2 231 (B)(4) 2023-07-04 15:56:22 11,5 232 (B)(4) 2023-07-04 15:56:23 12,5 233 (B)(4) 2023-07-04 15:56:24 11 234 (B)(4) 2023-07-04 15:56:26 14,5 235 (B)(4) 2023-07-04 15:56:28 15 236 (B)(4) 2023-07-04 15:56:30 8 237 (B)(4) 2023-07-04 15:56:31 7,5 238 (B)(4) 2023-07-04 15:56:33 7,5 239 (B)(4) 2023-07-04 15:56:34 7 240 (B)(4) 2023-07-04 15:56:35 7 241 (B)(4) 2023-07-04 15:56:37 7 242 (B)(4) 2023-07-04 15:56:38 6,5 243 (B)(4) 2023-07-04 16:09:11 2 244 (B)(4) 2023-07-04 16:09:15 2 245 (B)(4) 2023-07-04 16:10:44 2,5 246 (B)(4) 2023-07-04 16:36:07 1,5 247 (B)(4) 2023-07-04 16:36:21 5 248 (B)(4) 2023-07-05 07:09:28 1,5. It can conclude that the data transfer was successful and that the glooko app correctly display the pen's dose log. The dose log confirmed that 12 dos entries were registered within 16 seconds. This indicates that it was not insulin injections. Those entries can be explained by the fact that npe+ do not distinguish between flow-check/test injection, and dose injection delivering drug to the patient. It confirms the parents statement that only the last entry was a real injection. The previous ones been flow-check or test. The memory display shows "error" instead of showing the last injected dose size. The fault had no impact on the mechanical functions of the pen and is caused by an error in novo nordisk a/s. Name: novorapid and tresiba. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: -annex b, c, d and g codes updated. -investigation result updated. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: gb-novoprod-1090309. Reference notes: final manufacturer's comment. 20-sep-2023: the suspected device novopen echo plus (2 devices) have been returned to novo nordisk for evaluation. Upon preliminary examination, the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The mechanical pen parts was found to be function normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) or "error" after the attempted injection. The observed problem is caused by unintended use of the device. H3 continued: evaluation summary. Name: novopen echo plus blue, batch number: lvg4m42. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several mitigations codes were present this indicates use of a broken or blocked needle. Visual examination and functional testing were performed. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The function of the mechanical pen part was found to be normal. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) or "error" after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. Statistic log analyzed from d station. General : fw: 01.08.00. Pen logs read after 93 day(s) after user activation. 337 injections. Error(s)!: it explains error in the display marked as error in the dose log: the logs show 2 negative doses. It indicates a blocked needle scenario. The logs show 4 timeout doses. It can be due to handling, a fw bug or eod switch instability (18 eodmismatches). Most likely the fw bug. It is not related to the customer complaint and adverse event. Nfc statistic log analyzed from d station. Num of upload start 1 num of upload complete 1 num of upload failures -interrupted transfer 0 num of upload failures - no app (#) 0 the nfc logs and tests do not show any issue. The dose log was analyzed. We can confirm the reported dose log pattern the 3rd and 4th of july.